Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker's helix was sprung. The device was retrieved, and a new one was implanted. The patient condition was stable.

Manufacturer narrative:
The reported event of stretched was confirmed. Visual inspection showed that the helix length stretched out of specification consistent with procedure damage. A DHR (device history review) was performed to ensure that each manufacturing and inspection operation was performed. No anomaly was noted, the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.